Manufacturer narrative:
H10: of the six reported malfunctions, 2 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80763 and 2020394-2022-90030. H10: the lot number for two devices out of remaining 4 devices were provided and lot history reviews were performed. The product catalog number of one of the malfunctions was updated to unknown g2. None of the devices were returned for evaluation/inspection; however, three malfunctions provided with medical records and one malfunction provided with images. Of the four malfunctions, two confirmed for tilt and perforation, one is inconclusive for tilt and perforation and for the remaining one malfunction, unintended movement (a0512) was coded additionally, and investigation is confirmed for perforation, unintended movement and filter tilt. A definitive root cause for the reported event could not be determined. The devices were labeled for single use. Manuel caceres, rebecca braud and darryl weiman (2012). Aortic penetration by temporary inferior vena cava filters: report of an interesting case and review of the literature. Vascular and endovascular surgery, 46(2), 181¿186. Doi: 10.1177/1538574411432160. H10: g3. H11: b5, g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of the device and perforation. The information was received from various sources. All malfunctions involved a patient with no patient injury. Four of the patients were female. Four patient's ages ranged from 30 to 73 years and one patient weight was 257lbs. The weight of other patients were not provided.

Manufacturer narrative:
H10: of the six reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80763. H10: the lot number for two devices out of remaining 5 devices were provided and lot history reviews were performed. The product catalog number of one of the malfunctions was updated to unknown g2. None of the devices were returned for evaluation/inspection; however, four malfunctions provided with medical records and two malfunctions provided with images. Of the five malfunctions, three confirmed for tilt and perforation, one is inconclusive for tilt and perforation and for the remaining one malfunction, unintended movement (a0512) was coded additionally, and investigation is confirmed for perforation, unintended movement and filter tilt. A definitive root cause for the reported event could not be determined. The devices were labeled for single use. H10: g3. H11: b5, d4(corporate lot no). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of the device and perforation. The information was received from various sources. All malfunctions involved a patient with no patient injury. Four of the patients were female and one was male. Five patient's ages ranged from 30 to 73 years. The weight of patients were not provided.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of the device and perforation. The information was received from various sources. All malfunctions involved a patient with no patient injury. Five of the patients were female and one was male. One female patient weighed 296 pounds and the patient's ages ranged from 30-73 years. All other patients weight was not provided.

Manufacturer narrative:
H10: the lot number for three devices was provided and lot history reviews were performed. None of the devices were returned; however, five provided medical records and two provided images. Of the five malfunctions that provided medical records, four confirmed for tilt and perforation and one confirmed for perforation, unintended movement, and tilt. The definitive root cause was unknown. The device was labeled for single use.

Manufacturer narrative:
The lot number for three devices was provided and lot history reviews were performed. None of the devices were returned, however, 5 medical records were provided for review, and 2 medical records also contained images. Perforation and tilt were confirmed for all five malfunctions. For one of the malfunctions, no medical records were provided for review, therefore the investigation is inconclusive for the issue as no objective evidence was provided for review. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes six malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced malposition of the device and perforation. The information was received from various sources. All malfunctions involved a patient with no patient injury. Five of the patients were female and one was male. One female patient weighs (B)(6) pounds and the patient's ages ranged from 30-73 years. All other patient age, weight, and gender was not provided.